Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Additionally, the customer stated receiving an alarm 9 after filling the cartridge and does not believe the cartridge was overfilled. The customer was able to load a new cartridge and alarm did not reoccur. There was no impact to the customer's blood glucose level.